Event description:
Subsequent to the initial MDR, clarification was provided on 11/13/2025. On 10/23/2025, the patient experienced a sensor failure, prompting the parent to remove the sensor earlier than scheduled. On (B)(6)2025, the school nurse contacted the patient¿s mother after the patient reported persistent pain and bleeding at the arm insertion site. Both the parent and the school nurse noted they could feel the sensor wire beneath the skin. The patient subsequently developed swelling, itching, and redness at the site, leading the parent to seek care at children¿s hospital. An x-ray confirmed that the sensor wire was retained under the skin. The patient underwent surgery for removal of the wire, which required intubation and general anesthesia. The procedure lasted approximately one hour. No additional treatment was provided aside from a bandage over the incision site. The patient experienced immediate relief and was discharged home in stable condition. Arm movement was restricted due to pain at the incision site. Per follow up on (B)(6) 2025, tech support contacted the parent for an update. The parent reported that the patient is receiving ongoing therapies prescribed by the pediatrician due to psychological distress, including fear of death and fear of wires being stuck in his body. The patient developed a hospital-acquired ear infection, attributed to intubation during surgery. The physician prescribed oral augmentin for treatment. No medications were required for the incision site or retained wire symptoms. The patient regained full arm movement and was otherwise doing well. Photos were provided via email attachment; however, they could not be accessed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient experienced pain at the arm insertion site, prompting the parent to remove the sensor earlier than scheduled. The following day, (B)(6) 2025, the patient developed swelling, itching, and redness at the site, leading the parent to seek care at an urgent care center. An x-ray revealed that the sensor wire remained lodged beneath the skin. Later that day at 10:00 am, the patient was taken to the hospital emergency department (ed), where surgery under general anesthesia was performed to extract the retained wire. A bandage was applied to the incision site. The procedure lasted approximately one hour, and the patient reported immediate relief post-operation. The patient was discharged home in stable condition with only limited arm movement due to incision pain. At the time of reporting, the parent confirmed that no additional treatment or outpatient follow-up visits were required. The patient had regained full arm mobility and was doing better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the supplemental MDR, clarification was provided on 12/2/2025. It was clarified that the patient underwent intubation with general anesthesia for the surgical removal of the wire from the skin. The one-hour operation provided immediate relief, and the patient was discharged in stable condition with restricted arm movement due to pain. (B)(6) 2025 report, he later developed hospital acquired ear infection from the intubation and was prescribed oral antibiotics (amoxicillin then switched to augmentin). However, the parent mentioned that there were no medications, concerning the retained wire symptoms and incision site, and the patient had complete arm movement and was doing well. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, additional information was received on 12/20/2025. Applicator was evaluated. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined as investigation cannot confirm nor deny reported allegation with the return product. No additional patient or event information is available.